Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications were not crossing over, and station was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, medical device model, medical device serial, unique identifier (UDI), concomitant med prod data, section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over. A technical support specialist (tss) found cce pocket records not updating, cleared all pocket records for the device, resent messages, and confirmed inventory was updating correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medications were not crossing over, and station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.